Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2012-05734, 05736. The pt had two leads (from different lots) and two anchors (from the same lot). It was reported the pt experienced inflammation, redness, and discharge at the lead incision site. The pt also experienced a fever and was admitted to the hospital. One of the pt's leads and an anchor were found to be protruding through the skin. Cultures were taken and the pt tested positive for a staph infection. As a result, the pt's scs system was explanted. The scs system will not be returned to sjm. The infection was treated with IV antibiotics and has subsided.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.